Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex pushwire and non-medtronic catheter (xt-27) were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was returned within non-medtronic catheter (xt-27). The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the pushwire was extending out from catheter hub. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No damage was found with non-medtronic catheter (xt-27). No other anomalies were observed. ¿testing/analysis: the pipeline flex pushwire was pushed out from non-medtronic catheter (xt-27) without any issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have resistance during retrieval and difficult placement/positioning as the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. In addition, no defect was found with pushwire and non-medtronic xt-27 catheter. No resistance was observed when pushed out pushwire from catheter lumen. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, braid incorrectly sized to vessel, resistance, other indwelling endovascular stents, braid damaged, braid deployed in vessel bend, microcatheter tip not correctly placed, braid not anchored correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the complaint pipeline was implanted in the patient. The model and lot number of the extra pipeline device returned was model ped-275-16, lot number b791254. There was no problem with the extra returned pipeline. The device had been returned due to changes in the distributor's personnel, the new personnel were not familiar with the return process and returned the normal pipeline as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure using a pipeline embolization device, there was contrast retention in a middle cerebral artery aneurysm. The stent deployment position was not satisfactory, and there was significant resistance during retrieval, preventing normal retrieval of the stent. Consequently, the aneurysm neck was not completely covered. The only option was to deploy another stent. The devices were prepared according to the instructions for use (IFU). The aneurysm was located at the middle cerebral artery bifurcation, was unruptured, and had a saccular morphology with a maximum diameter of 5 millimeters and a neck diameter of 4 millimeters. The distal landing zone was 2.3 millimeters, and the proximal landing zone was 2.4 millimeters, with normal vessel tortuosity. Dual antiplatelet treatment was administered, and the platelet reactivity unit level reached the standard. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported the microcatheter used in the procedure was not a medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the deployment position not being satisfactory was referring to the stent being placed too high during the operation and thus needed adjusting. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. The tip of the catheter was not moved during deployment. There was resistance in the mid-section retrieval of the stent. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.